Manufacturer narrative:
D10 concomitant products: 160-50, 160-50 5.0mm laser flex cuffed x1, (lot #202201181x) 160-50, 160-50 5.0mm laser flex cuffed x1, (lot #202201181x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, all three endotracheal tube's cuff were found leaking during pre-inspection on the same day. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that three samples were returned for evaluation, each contained in original unit packs from different lot numbers and all contained in their original carton pack. The samples were contaminated and there was fluid contained in the distal cuffs of all the three samples. All cuffs were inflated, the proximal cuffs on all the three samples inflated without any issue, however the distal cuffs failed to inflate. It was reported that all three endotracheal tubes' cuffs were found leaking during pre-inspection on the same day. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not overinflate cuffs. Overinflation can result in tracheal damage, rupture of a cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.